Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 23mm 3300tfx valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 9 years, 29 days due to endocarditis, severe insufficiency and stenosis. The patient presented with dyspnea and fatigue. The tavr was performed with a 23mm 9750tfx transcatheter valve. Per medical records, the patient was treated 6 weeks of IV antibiotics on (B)(6) 2023 on (B)(6) 2024) for positive cultures for mssa, staph bacteremia, and sepsis. On (B)(6) 2023, echo showed a normally functioning bioprosthetic valve. Tee was performed with no evidence of endocarditis but based on review of the images it appears that there is a small vegetation present on his aortic valve consistent with endocarditis. The patient returned on (B)(6) 2024 with worsening dyspnea and d/t copd exacerbation. During his hospitalization, echo showed valve insufficiency and stenosis, and patient was discharged at this time. On (B)(6) 2024, tee showed severe ai which is eccentric and originating from noncoronary cusp (suspected perforation of ncc), and blood culture showing no evidence of infection.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mm 3300tfx valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 9 years, 29 days due to insufficiency and stenosis. The patient presented with dyspnea and fatigue. The tavr was performed with a 23mm 9750tfx transcatheter valve.